Event description:
Pt obtained a 174 mg/dl and compared that reading to the hosp's meter of a 142 mg/dl (invalid comparison). Pt did not experience any symptoms at the time of concern. No treatment was given to the pt. Test strips were in good condition and not expired. Control solution test was also not expired. Control solution test failed twice with the test strips.